Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. All demographic information on the regulatory document states "confidential".

Event description:
It was reported that the needle did not retract. The batch in question has a failure in the safety device during activation.